Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level as well as high blood glucose level. The customer¿s low blood glucose level was 52 mg/dl and treated it with food and the high blood glucose level was 328 mg/dl and treated with insulin shots. The customer reported blood glucose level was also 86 mg/dl. The customer had been using insulin pump system within 48 hours of reported high and low blood glucose event. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high and low blood glucose. The customer reported blood glucose level was also 86 mg/dl. The customer mentioned they experienced nausea, vomiting and abdominal pain as a symptom related to low and high blood glucose level. The customer reported that the insulin pump was on auto mode at the time of the incident. The customer did not allege the insulin pump for over and under delivery. The insulin pump will not be returned for analysis.